Event description:
During the device evaluation, the gastrointestinal videoscope exhibited a defective u plug unit, causing the image to become blurred, indistinct. There was no patient involvement, and no harm reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the blurry image issue was due to a faulty u plug/video plug unit, likely due to repetitive use stress/expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.